Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay due to the reported event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Other number ¿ (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes europe reported an event in (B)(6) as follows: it was reported that during a pelvis and hip osteosynthesis procedure using a pelvis system on (B)(6) 2017, a drill bit fractured and a fragment was retained in the patient. During the procedure an extra-long screw was required. A long drill bit was used which was impacted with hammer, and then was mounted to the power tool. At initial use, the drill bit fractured. A one (1) cm long fragment broke off in the patient¿s acetabulum. It was not possible to extract the fragment. The procedure was completed successfully and without additional harm to the patient. Reported concomitant devices: power tool (quantity: 1), hammer (quantity: 1). This report is 1 of 1 for (B)(4).